Event description:
Nurse noted the battery pack was warm to touch and leaking battery fluid when hooking up the stryker interpulse hand piece set with the flow tip and suction tube. Set removed from service and and sent to biomed. All the sets with the same lot number. The sales rep took the effected set and rest of sets with same lot number.